Event description:
It was reported that the pt underwent a fusion surgery to treat degenerative discopathy at the lumbosacral segment. At an unk time post-op, a broken screw was noted. The screw was removed in a revision surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device info.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.